Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The laser welds that hold the screw in place were broken allowing the screw to unthread from the kerrison. The pins hinge joint must withstand all stresses; therefore, it is likely that the welds broke as a result of squeezing the handle of the kerrison with excessive force or repetitive use.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the screw which serves as the pin in the hinge joint of a 4 mm, 40° forward kerrison was discovered missing outside of the operating room. It is unknown if the screw detached before, during, or after surgery. It is also unknown in which surgery this incident occurred.